Manufacturer narrative:
As received, a complete lead was returned in two pieces, the helix was retracted and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length measured within product specification. The damage found is consistent with that occurring at the time of repositioning/explant. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the atrial lead was found dislodged and the threshold was unsatisfactory. The lead was explanted and replaced successfully. The patient was in stable condition.